Event description:
The following was reported by a user facility in (B)(4): "loss of the pressure signal introduction of the catheter in the trepan. Changed the catheter. Clinical consequences found? Nothing to report." No additional information provided.